Manufacturer narrative:
(B)(4). Add'l info received on 05/13/2011 from the sales rep stated that "the balloon was pulled the next day after the call to our clinician. The balloon catheter was kinked at the groin. They assume that the pt had probably moved, bent his leg and kinked it. Balloon was originally inserted in the cath lab. No one I have talked to believe the balloon was kept for our retrieval. Pt was not harmed by the incident. Pt is no longer in the cardiac intensive care unit." Sample will not be returned for eval.

Event description:
It was reported via a call report that the rn was calling to question an "he loss alarm." The rn confirmed that the alarm had been occurring frequently for most of the day. The rn has already changed the helium driveline with no change to the alarm frequency. The tubing is clear of any blood. The pt is of average weight, no visible kinks, intubated and sedated. The pt's heart rate in 120's; currently in 1:2 assist. The rn confirmed that the alarm was a "he loss 2." The clinical support specialist (css) did relay that this is a probable ruptured intra-aortic balloon (iab) and recommended to remove the iab. The rn said he would speak to his physician about what they would do. The css asked the rn to save the iab if it was indeed removed for return to us. The css gave the rn her direct cell number for future questions. The rn did call back within a few minutes and stated that they had gone to 1:4 and the alarm was still occurring, but not as frequently. The css again relayed on the rn the possibility of a rupture and reminded him to closely monitor the driveline tubing. It was noted that the intra-aortic balloon pump used for this iabp therapy was serial number (B)(4).